Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of leakage at septum (nexiva) is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: when piv was inserted, blood and ivf leaked out the back of the catheter behind the valve. Packaging was provided for specific catheter that this happened on. Additional information received on 31mar2025. Doe- 3/26/2025. When piv was inserted, blood and ivf leaked out the back of the catheter behind the valve. Packaging was provided for specific catheter that this happened on. No serious harm, but this is a safety hazard to nurse and patient.